Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2014 with the following findings: a review of the pump¿s black box history showed that a replace cartridge alarm occurred on (B)(6) 2014 at 13:42. Deliveries were resumed on (B)(6) 2014 at 12:29 after the pump was primed. On (B)(6) 2014 at 10:41 a replace cartridge alarm was recorded; deliveries were resumed when the pump was primed at 22:30. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The pump total daily dose (tdd) basal history correctly reflected 24.0 units. The tdd¿s add up correctly and reflect the users programmed basal rate. A delivery accuracy test was performed successfully and the pump was found to be delivering accurately and within the required specifications. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The meter remote, serial # (B)(4), has been returned and evaluated by product analysis on 12/18/2014 with the following findings: a review of the meter download showed no errors related to the complaint were recorded. During testing, the meter powered on normally with no issues. No defect was found with the returned meter related to the complaint. Unrelated to the complaint, evaluation revealed that the display screen had a horizontal line across the top of the screen. The meter display was safely legible. Animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that the basal history did not matching the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.